Event description:
According to the reporter: the inner seal came off and fell into the pt cavity. Seal was removed from the pt with clamps. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).